Manufacturer narrative:
The reported event of overheating was duplicated. Visual inspection during disassembly confirmed the bearings were damaged. Damaged components are known to be caused by use of the device over time; however cleaning habits can contribute. Damage causes the bearings to gradually lose their rotational properties through degradation, which can cause frictional heat.

Event description:
It was reported that the device overheated during testing at the user facility. There were no adverse consequences related to this event.

Event description:
It was reported that the device overheated during testing at the user facility. There were no adverse consequences related to this event.